Event description:
During the surgery, the sureshot targeter didn't work after connecting to the controller, the information on the monitor shows " the targeter is broken, please exchange". No backup device, finally the surgeon used c-arm to complete the procedure. Surgery time extend 1 hour.